Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the surgeon that she has a pt who underwent a sling procedure on an unk date, and has had persistent leg pain ever since. She has been evaluated by two neurologists finding no neuropathic source of pain, has undergone MRI revealing no disc disease, and has received physical therapy without relief. She is now considering tape resection.